Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02561.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02561. It was reported that the patient was unable to set their system to MRI mode due to low impedances. In turn, surgical intervention was undertaken wherein one of the leads was explanted. Post-operatively, stimulation therapy was restored and the patient could set their system to MRI mode. It is unknown which lead was explanted, therefore both leads are being reported on.